Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device evaluation, the reported event was confirmed. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external stress applied to lock lever of the connecting tube, which broke the lever and led to the tube¿s inability to be connected. The cause of the external stress possibly related to the user applying force toward the incorrect direction. The event can be detected by following the instructions for use (IFU) which state: "preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus representative reported that the hook part of the connector tube continued to break off. The reported issue was observed during reprocessing. There was no patient involvement.